Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with a bolus and basal. The customer stated that he was not able to insert into any site that have scar tissue. The customer reported that he is able to pinch an inch at the sites where he is inserting. The customer also stated that the infusion sets were bent all 15 times and he never noticed. The customer declined to troubleshoot for no delivery alarm.